Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus korea and the similar former cases, omsc surmised there was the possibility this phenomenon was attributed to the following; the exact cause of the reported phenomenon could not be conclusively determined, however, there was the possibility that the reported phenomenon was attributed to the following. The user applied the physical stress to the distal end of the subject device by inappropriate handling, then the damage of the light guide lens and the adhesive around the light guide lens might occur. Consequently, the dirty water ingress inside the light guide lens might occur. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found the dirt inside the light guide lens of the subject device during the incoming inspection for the repair at olympus (B)(4). There was no patient injury associated with this report.